Event description:
It was reported by the pharmacist from a (B)(6) hospital that during the removal, the tip of the catheter remained into the pt. This occurred on (B)(6) 2013 and today this tip is still into the pt. They are waiting for a neurologist's point of view to decide if they remove this piece or not. No consequence for the pt. The pt is fine.

Manufacturer narrative:
(B)(4).